Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event. The customer¿s blood glucose was 25.0 mmol/l at the time of incident. Customer stated that the insulin pump had a low suspend with a sensor reading of 2.2 mmol/l. Customer reported that the blood glucose runs high due to insulin pump was suspended for an hour. No troubleshooting was performed and no form of treatment was reported for the high blood glucose. The product is not expected to return for analysis. Additional device related incidents: insulin pump ((B)(4)).